Event description:
It was reported that the customer's insulin pump could not rewind. Advised that the customer return the insulin pump. The customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Pump monitored in 50c oven for several days and no e17 alarm noted. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, cracked reservoir tube, cracked reservoir tube window and stained end cap sticker.